Event description:
This report is based on information provided by a third-party bench engineer and a rdt (remote diagnostic technologies) technical engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port connector was loose. There was no reported patient involvement, therefore no health consequences or impact.